Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device did not fire and it was impossible to operate the push button.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual inspection of the stapler revealed the anvil tip was detached. The l oading unit was received with a full complement of staples and the interlock was set. Microscopic inspection revealed no damage to the knife blade. The instrument and single use loading unit (sulu) were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged anvil tip condition may occur if an excessive upwards force is applied to the anvil during use. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.